Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. During the pressure test, the sample leaked at the connection of tube and female luer lock adapter. Clear passage test was performed, and the sample had a blockage in the tube. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set leaked "at the first connection to the tubing." The event occurred during 0.9% sodium chloride flush. There was no patient involvement. No additional information is available.